Event description:
A malfunction alarm identified as alarm 20 was reported during a pumping session. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was within warranty, informed the customer about the replacement, and confirmed the shipping details. The customer was advised to use multiple daily injections as backup therapy to ensure insulin delivery continued without interruption. Instructions were provided for returning the problematic pump, including using a pre-paid label and return box.